Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump often alarmed motor errors. The customer¿s blood glucose level was 140 mg/dl. The customer also added that the high blood glucose was just caused by an allergic reaction on her infusion site. The battery compartment opening was cracked. The customer declined troubleshooting for high blood glucose value and other reported issues. The insulin pump will not be returned for analysis.